Event description:
It was reported that this right ventricular (rv) lead showed high out of range impedance measurements. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.